Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation and right ventricular conductors were cut, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead was oversensing, there was noise and increasing impedance. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.